Manufacturer narrative:
Patient information not available for reporting. Additional product code: hwc. Device broke intra-operatively and was not fully implanted or explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. A review of the device history records has been requested and is currently pending completion. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on an unknown date, the locking compression plate (lcp) dorsal distal radius titanium plate shaft with holes cracked after bending. It was unknown if there was a surgical delay or the patient's outcome or if the surgery was successfully completed. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Event and concomitant medical products: additional information provided. Occupation: reporter is a synthes employee. Corrected data: suspect medical device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from singapore reports an event as follows: it was reported that during a distal radius fracture fixation on an unknown date, the locking compression plate (lcp) dorsal distal radius titanium plate shaft with holes cracked after bending. The surgeon bent the plate using two (2) flat nosed pointed bending pliers and tried the fit, but it was not ideal. The surgeon tried to bend the plate again, but the plate cracked. There were no fragments generated from the broken device. Another plate was used to complete the procedure. Procedure was completed successfully with a reported delay of thirty (30) seconds. Patient outcome was stable. Concomitant device: flat-nosed pointed pliers (part: 347.901, lot: unknown, quantity: 2). This report is for a 2.4mm titanium (ti) lcp® distal radius t-plate. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history record (DHR) review: part: 442.477; lot: 8774083; manufacturing site: grenchen; release to warehouse date: 13 february 2014. The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. The raw material certificate 15490 was reviewed and confirmed to be correct per the specification with no non-conformance noted. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation summary: investigation site: cq zuchwil. Selected flow 3: damage visual - cracked. Visual inspection: the lcp dorsal dist-radius t-pl2.4 shaft 3ho is cracked at the groove between the plate shaft and the t-bar. At both sides of the cracks the plate shows marks and nicks in various areas of the plate caused from unknown instruments during pre-bending. The anodized golden color has disappeared around the bending area. Dimensional inspection: the thickness of the plate and the groove area where the cracks are located were measured with caliper 3-01-19789 and meet fully to the specification. Reverenced dimensions on technical drawing: target thickness of plate: 1.6 +/- 0.05 mm, actual thickness measured 1.61 mm / pass, target thickness of groove: 1.0 +/- 0.05 mm, actual thickness measured 1.02 mm / pass. Drawing/specification review: the cause of the complained malfunction is a post-manufacturing caused damage at the device, therefore no drawing/specification review is needed. Conclusion: the plate shows marks and nicks in various areas of the plate caused from unknown instruments during pre-bending. The manner of damage points to the fact that the plate was bended backwards again after pre-bending. Please take notice of the following point from the design documentation: ¿correct handling of the implant is extremely important. If the shape of the implant must be altered, the device should not be bent sharply, bent backwards, notched, or scratched. Such manipulations, in addition to all other improper handling or use, can produce surface defects and/or concentrate stress in the core of the implant. This in turn may eventually cause the product to fail.¿ based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: it was reported that during the procedure, the surgeon bent the plate and tried the fit, but it was not ideal, the surgeon tried to bend the plate again, but the plate cracked.

Manufacturer narrative:
Additional narrative: corrected data. Device available for evaluation: yes; 9/3/2018. Initial reporter health professional: no. Device evaluated by MFR: no. Device evaluation anticipated, but not yet begun. Device: crack method: changed to type of investigation not yet determined results: changed to results pending completion of evaluation conclusion: changed to conclusion not yet available evaluation in progress the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.